Event description:
The customer was admitted in the hosp for low bgs. The nurse informed that the customer received a new pump over the weekend and set up the pump. The nurse then indicated that the customer was unconscious in the morning with low bgs. It was stated that the progress for the customer is poor and the customer has a history of seizures. It was informed that the doctor believes the customer's hospitalization was due to the past health problems. The nurse stated that the customer is still in the hosp but has not been able to contact the customer in their room.